Event description:
It was reported that intermittent malfunction alarms occurred. The customer was able to clear the malfunction alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 300 mg/dl.